Event description:
It was reported the customer was receiving no delivery alarms during a manual prime. The customer's blood glucose 495 mg/dl. Troubleshooting found insulin was able to exit with a push plunger, but the insulin pump alarmed no delivery. The customer was advised to try all remedies to prevent recurring no delivery alarms. Customer also stated their cannula was not bent or occluded. The customer also stated insulin was able to exit during a manual prime. It was also found the customer's insulin pump did not alarm no delivery after further troubleshooting. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.